Event description:
A patient supported on a left ventricular assist device (lvad), that had been doing well at home on the portable vad driver presented to the emergency room (ER) with acute shortness of breath (sob), fever, and sepsis. The patients flows were 5.2 lpm in the auto mode at a rate of 80 bpm with the beat rate set at 70. There was full fill and empty noted with the rvad. It was noted that the flow and rate would change from 5.2 and 80 the accumulator pressure was 250 with very little to no vacuum. Due to the patients condition pt was switched to the dual drive console (ddc) and immediately their flows increased to 6.5 lpm and the rate to 105 bpm and their sob subsided. The patient remained stable on the ddc until it was time to transfer them out of the ER. When the staff switched them back over to the portable driver the flows were 5.2 at a rate of 80 and pt went into what the vad coordinator described as "flash pulmonary edema" (desaturation, frothy pink sputum, and acute sob) they subsequently switched them back to the ddc with resolution in symptoms. The transfer was attempted unsuccessfully one more time, the patient is stable and being supported on the ddc.